Event description:
The healthcare professional (hcp) of the home pt (hp) reported that the hp was overfilled with fluid while using the quantum device for peritoneal dialysis therapy. The hcp relates that the hp set up the quantum device and later woke up feeling uncomfortable. According to the hcp, the hp examined the device and noted that both the drain and heater bag were empty and suspected that pt had been filled with fluid but had not yet drained. The hcp relates that the hp performed a manual drain and removed 4,450mls of fluid, which is greater than the programmed fill volume of 2,500mls. The hcp relates that there was no pt injury or medical intervention as a result of this incident.